Event description:
The manufacturer received notification on 9/22/2022 of a system awl that malfunctioned during a surgical procedure. There were no known patient complications associated with this complaint. The procedure was successfully completed with an alternate available instrument. A replacement instrument was provided to the complainant and a return authorization was issued for return of the complaint instrument, which was received at the manufacturer on 10/04/2022 for complaint assessment.

Manufacturer narrative:
A visual assessment of the returned complaint awl showed an instrument with repeated use, as identified by surface scratches and worn laser markings. The distal awl tip was fractured as reported and not returned. A functionality assessment was not performed due to the damaged condition of the instrument, which was removed from distributable inventory. A DHR review was performed for the complaint lot and there were no manufacturing anomalies identified. The device lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 11/10/2020. It may be possible that excessive force could have contributed to the distal tip of the system awl fracturing. Dense patient bone and impacts with a mallet may allow for excessive force placed on the awl, which could result in the identified device malfunction. The complainant reported that the awl malfunction occurred when impacted with a mallet while engaged with the awl guide. The root cause of this complaint cannot be reliably determined. The complaint investigation suggests the possibility that excessive force applied to the system awl may have contributed to the instrument malfunction. There have not been any other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor this instrument for complaints from the field.